Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.the insulin pump was also received with minor scratches on the lcd window, a scratched reservoir tube window, cracked belt clip slot, and a cracked reservoir tube lip.

Event description:
The customer called and reported the insulin pump screen became scratched and he could not read it. The customer's blood glucose was 142 mg/dl. The customer also stated the screen seemed dim and he had to use the backlight. The customer also stated he received a weak battery alarm. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.